Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a double concentrated infusion of heparin (40,000u in 500ml of ns) to infuse at 1315u/h infused 2 hours sooner than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the pump module running an over infusion of heparin at a rate of 1315 units/hour (16.4375ml/hour) could not be confirmed. Review of the pcu event log was performed; the over infusion of finishing two hours early cannot be confirmed. The infusion in question ran at 1315 units/hour (16.4375ml/hour) started on (B)(6) 2016 at 12:28:03 pm and ran unit 08:23:28 pm; a total of seven (7) hours, fifty-five (55) minutes and twenty-five (25) seconds. The event log showed that 129.609ml of heparin was dispensed. Based on a new vtbi entry, a new bag of heparin was added and this infusion of 1315 units/hour restarted at 08:23:28pm and ran until 10:30:28. This ran for two (2) hours and 07 seven minutes. The event log showed that 33.673ml of heparin was dispensed. A total of 163.282ml of heparin was dispensed during 10 hours, 2 minutes, 42 seconds when ran at a rate of 1315 units/hour, (16.4375ml/hour). Rate accuracy of the pump module was performed; the device error accuracy originally was near the high side of the parameter. Once the pump module was calibrated it was infusing within specification. The root cause of the pump module running an over infusion of heparin could not be identified.

Event description:
The customer reported that a double concentrated infusion of heparin (40,000u in 500ml of ns) was to infuse at 1315u/h via the patient's cvc; however, the entire bag infused over 2 hours. The ccu md was notified. Event occurred in the micu. There was no patient harm reported.